Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that a patient had a hemorrhagic stroke on (B)(6) 2014 and her memory was now bad. The pump was used to infuse bupivacaine and morphine (unknown). No outcome or intervention was reported. Follow up was being conducted but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 16-oct-2017 from the patient who reported that her hemorrhagic stroke and the resultant memory damage was not related to her pump.